Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on an unrelated customer experience, a peritoneal dialysis nurse reported that the peritoneal dialysis patient was diagnosed and treated for peritonitis on (B)(6) 2017. The nurse indicated that the cause of the peritonitis was due to the patient not following proper aseptic technique when performing peritoneal dialysis treatments. Additional information was solicited.

Manufacturer narrative:
A temporal relationship exists between ccpd treatment with the liberty cycler set and the patient¿s e. Coli peritonitis event. However, there is no documentation that supports a causal relationship. E. Coli bacteria are part of normal flora of the human intestine. (Cdc, 2015). Therefore, it is likely the patient¿s poor hand hygiene (during ccpd therapy) was associated to the patient¿s development of e. Coli peritonitis. The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."